Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Feedback suggests that when trying to replace smartsite on PICC line, product broke and became stuck inside the end of the PICC line. From the reported information the patient had to go to theatre to have a replacement PICC inserted. Total parenteral nutrition (tpn) was missed for two days. No serious injury to the patient reported.

Event description:
The customer reported that while attempting to replace the smartsite that was attached to the PICC line for tpn infusions on a pediatric patient, the smartsite broke and became lodged inside the end of the PICC, requiring replacement of the PICC line. The valve had been in use 8 days prior to the break, and was cleaned with 70% ipa and 2% chg (chlorhexidine gluconate). The patient did not receive a tpn infusion for 2 days due to the break.

Manufacturer narrative:
Pediatric patient. No other identifying details were obtained. The customer¿s report that the smartsite broke in two was confirmed. Visual inspection of the set noted the smartsite had broken towards the male luer end of the component exposing the inner blue rubber piston. The snapped edges of the component appeared rough and stress marks were visible. Functional testing was deemed unnecessary due to separation. The root cause of the customer¿s report was not identified.